Event description:
Information was received from a health care prove (hcp) via a manufacturer representative (rep) regarding a patient receiving intrat hecal fentanyl 2000 mcg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient presented to her post operation (op) appointment with a headache (since surgery) and fluid accumulation at her spine incision site. It was reported that the patient admitted that she wasn't very careful with minding restrictions after surgery. No diagnostics/troubleshooting was reported and actions/interventions included the patient going to the emergency room (ER) where they drained 90 ml of clear fluid from her spine incision site. The pump was turned down to minimum rate. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". It was reported that a surgical intervention did not occur and it was unknown if a surgical intervention was planned. The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) on 2023-11-22 and it was indicated that the aforementioned surgery was the initial implant of the catheter and pump on (B)(6) 2023. The cause of the patient's headaches was not determined and no diagnostics/troubleshooting had been performed related to the patient's symptoms. It was also reported that the patient's symptoms of headaches and fluid accumulation at the spinal sire was not resolved and the patient had an appointment with her surgeon on 2023-11-27 to discuss and further troubleshoot. Additional information was received from the rep on 2023-12-01 and it was reported the patient had a catheter revision surgery on (B)(6) 2023. The spinal segment was found to be coiled up at the spinal incision area by the anchor. It was removed and replaced with a new spinal segment.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), implanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6) , ubd: 28-sep-2025, UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) and it was reported the cause of the catheter being coiled was unknown. The spinal segment was discarded.